Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log identified multiple system error 345 alarms. The reported condition was verified. The evaluator found the pump to function as intended, however the upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.